Manufacturer narrative:
(B)(6). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed xdcr fault, vent inop, and motor fault alarm conditions. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The transducer (xdcr) indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.